Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The small grasping retractor instrument was analyzed and found with a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed in the clevis and the other was returned with the instrument attached to the broken pitch cable. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a broken cable was noticed on the small grasping retractor instrument. The procedure was completed with no reported injury.